Event description:
It was reported that during a da vinci right colectomy procedure, while the surgeon was performing dissection at the hepatic flexure, the tip of the permanent cautery hook instrument came off and fell into the patient. The fallen tip was retrieved without an additional incision or trocar. No video or picture of the case was available. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the initial reporter of this complaint. The initial reporter indicated that the instrument was inspected prior to use and there was no abnormal use or mishandling of the instrument that would have caused the tip to come off. An endo catch bag was utilized to contain the tip. The initial reporter confirmed that there was no patient injury and that the total time spent, from when the tip came off until the time it was retrieved and the instrument replaced, was approximately 10 minutes. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the entire hook was missing from the instrument tip. No additional damage found at the tip. The location where hook is usually seated exhibits no visible damage. It was concluded that the broken damage may be due to likely mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Based on the information provided, this complaint is being reported due to the following conclusion: the tip of the permanent cautery hook dislodged from the instrument and fell into the patient. Per the information provided, the fallen tip was retrieved.